Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, the equipment locked. The cassette was exchanged and the equipment was rebooted. Upon reboot, system advisories displayed and the remote control was not working. The advisories were cleared and the case was completed without patient harm. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported IV pole system message(sm) was replicated. The IV pole assembly was replaced to resolve that issue. The second reported sm was not valid. The company representative informed that there was no replication of ¿system lock.¿ therefore, the reported ¿system locked up¿ could not be confirmed. The reported ¿remote control not working¿ was confirmed and attributed to the user error. The remote control channel was adjusted to resolve the reported non-conformity. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 22, 2008. Based on qa assessment, the product met specifications at the time of release. The system functioned as intended. Therefore, the root cause of the reported ¿system locked¿ cannot be established. The reported ¿remote control did not work¿ can be attributed to the user error by not having the remote control channel correctly set. The reported IV pole sm can be attributed to the non-conformity IV pole assembly. However, how that IV pole assembly became non-conforming remains inclusive. The reported secondary sm is an invalid. Therefore, the root cause cannot be determined. (B)(4).